Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm during dwell 4 of 6. The home patient (hp) had 3 bags connected and there was solution in the heater bag only. The hp cycled the homechoice power and a se 2367 alarm occurred. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm. All the bags were properly spiked and connected. Patient extension lines were not being used and there were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The patient was to complete therapy with a manual exchange. The hp cleared the alarm. The homechoice device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided during the initial telephone call. On (B)(6) 2010 at 10:00 am the patient obtained the blood glucose reading of 232 mg/dl on the reported meter, and a reading of 191 mg/dl on another meter within 30 minutes of each other. The patient took no actions based on the meter reading. One hour later, the patient experienced the symptoms of sweating and shaking. At 11:00 am the patient visited an hcp clinic, where his blood glucose level was tested to be 69 mg/dl. The patient was treated with food. It would have been helpful to determine the patient's expected blood glucose readings, his results obtained earlier on the day of this event, what meals and medications had been taken prior to the event, if the patient tested his blood glucose level using the reported meter while symptomatic, and his diabetes medication regimen. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained an elevated meter reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6).

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to an initialization error. On 09/14/10 product surveillance contacted the nurse who stated that the patient expired on (B)(6)2009 and that there was no autopsy report. When asked if the patient had any issues related to the hc device and the peritoneal dialysis (pd) therapy, the nurse stated that the patient did not have issues prior to the death.the nurse did not have further information.